Manufacturer narrative:
(B)(4). The field service representative (fsr) will arrange for the new level sensor to be sent directly to the customer. The fsr has the suspect level sensor and will be returning it to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity (during rounds), the ultrasonic level sensor was not working. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the yellow level sensor passed all functional tests. The sensor surface is not flat, therefore does not meet mechanical specification. The product surveillance technician (pst) attached device under test (dut) to reservoir simulator (thin walled side) purposely without using the gel, to test it¿s functionality under this worst-case condition. Utilizing a lab use only (luo) level module with an system-1 (aps1) simulator, the dut functioned properly when exposed to air versus water within the reservoir simulator. The pst moved the dut to thick walled side of the reservoir and repeated tests and all passed. With the perfusion screen still open and with the level detect function ¿on¿, he manipulated the sensor and cable along the full length, with special attention given near the connector and sensor ends. No problem found. The dut remained ¿attached¿ with no false detection occurring. The pst allowed the perfusion screen to remain open with the level detect system ¿on¿ for 19 hours. No problem found, no false alert detected. The pst added gel to the dut and reattached to the reservoir simulator (thick wall), retested dut and left running for an additional two hours, no problem found. He retested using reservoir¿s thin wall, then leaving dut running another two hours, no problem found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Based on complaint review performed by supervisor and lead approver on 11-aug-2016, it was determined that this complaint is "confirmed". While lab analysis was unable to duplicate the issue, physical evidence of deformed membrane suggest the potential for inadequate sensor coupling. The drawing for the level sensor says "sensor face must be flat" and returned sensor face is not flat.